Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation were found for this batch. No samples / photos were sent by the customer. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. Investigation conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question. The incident reported by this complaint will be monitored to tendency analysis. Root cause description: no samples / photos were sent making it impossible to perform an investigation and determine the root cause for the incident. Rationale: na.

Event description:
It was reported that syringe solomed 3ml ll 22x1-1/4 w/sh sla leaked during use. The following information was provided by the initial reporter: I am triggering a complaint due to an embarrassing event that occurred to me due to a failure in the 3ml syringe, when making an application it presented problems in holding the leaked medicine. Info received: I applied hemax to an elderly patient. When sucking the liquid to make the dilution did not give the correct amount of 2mg, I noticed that the liquid ran all over the plunger. I had the damage to the medication, and another needle. I don't have photos because I had to dispose of both the medication and the syringe correctly. I'm notifying you because I ended up losing the patient's trust due to the problem.